Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had high impedance to c with 9 and 8 with 9, noted to be greater than 40,000 ohms. No actions were taken. The outcome was unresolved with no further actions planned. The etiology was possibly related to the device or therapy and not related to the implant procedure. There were no related patient symptoms and no further complications are anticipated.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3389-28, lot# 0205279516, implanted: (B)(6) 2011, product type: lead; product ID: 3389-28, lot# 0205281636, implanted: (B)(6) 2011, product type: lead p. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the cause of the event was probably a rupture or breakdown of a "connecting strand" of the ins to the stimulation leads. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3389-28, lot# 0205279516, implanted: (B)(6) 2011, product type: lead; product ID: 3389-28, lot# 0205281636, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.